Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital due to cardiac arrest and received external defibrillation and cardiopulmonary resuscitation. Upon interrogation, it was noted that the implantable cardioverter defibrillator was undersensing on the right ventricular lead and device failed to deliver defibrillation therapy during tachycardia.